Manufacturer narrative:
Both trackers were returned to medtronic for analysis. Both were found to be fully functional when connected to a known good system. There were no failures found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that this was an out-of-box failure. The error value of the instrument that passed verification was 1.9. The tracker that was used as a replacement was a new tracker. The tracker was tested without metal around and still had issues.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The surgeon had a difficult time verifying the instrument, which reported a high divot error. It was noted that only the registration probe and small suction could pass verification with high error, even though the tracker was replaced with the same lot number. After the procedure, a different lot number was used to test and all instruments past verification with very small error. There was no impact on patient outcome. The issue resulted in less than an hour procedure delay. The procedure was completed without discontinuing navigation. The patient trackers would be returned. No complications were reported/anticipated.